Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device, "high" and "hot temperature" alarm conditions were observed in the device's downloaded event log. The device's blower motor and outlet flowpath thermistor were replaced to address the issues.